Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl. Customer indicated that the pump stopped working and that the pump had fluid in the reservoir compartment. Customer indicated that their doctor has been contacted and their blood glucose value was 206mg/dl at the time of the call. Troubleshooting found that the customer has been off of the pump since (B)(6) 2017, 5 days before the call. Customer indicated that their endocrinologist advised that something was wrong with the pump and to get a replacement pump. Customer declined to further troubleshoot for high blood glucose and that they will call back at a later time. The insulin pump will not be returned for analysis.